Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07130. It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient. Another nc quantum apex balloon catheter was then advanced for dilation but still the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.